Event description:
Arjo was informed about an incident involving the maxi move passive floor lift and arjo passive clip sling. It was reported that during transferring the patient from a wheelchair to a bed, three of four sling clips detached (two shoulder clips and one leg clip) from the device's spreader bar resulting in patient falling to the floor and hitting her head on the ground. The patient was taken to a hospital as she sustained a laceration to the back of the head requiring staples.

Event description:
Arjo was informed about an incident involving the maxi move passive floor lift and arjo passive clip sling. On (B)(6), 2022, the customer reported to arjo sale representative that a patient fell out of the sling, the director of nursing thought it might be related to the size of the sling they used. They used large size instead of small for transferring this patient. On (B)(6), 2022, an arjo field service technician visited the customer to perform an evaluation of the device. In his report, he indicated that during transferring the patient from a chair to a bed the patient fell to the floor and that three out of four sling clips detached (two shoulder clips and one right leg clip) from the device's spreader bar. The patient hit her head on the ground. The sling could not be inspected as it had been disposed of by the customer. Maxi move floor lift was operating properly. The patient was taken to a hospital as she sustained a laceration to the back of the head requiring staples. On (B)(6), the sale representative visited the customer to do a refreshing training on proper sling handling and was told that the customer staff thought that the resident slipped through the bottom of the sling. The customer staff did not mention clip detachments. According to information provided by the sale representative, the patient weighing 90 lbs was being transferred into a large size (l) sling because she felt too tight in the smaller size (m). The circumstances that led to the patient falling off the sling could not be determined. Arjo received two versions of the event. The information received from the customer indicates that the sling was too large for this patient. Another piece of information was that the clips detached from the bar spreader, however it is not known how or why the three clips would have detached. Therefore, the root cause of this event cannot be established.

Manufacturer narrative:
The b5. Incident description narrative section was corrected.